Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the patient programmer communication issue was an intermittent failure of the battery ¿stimulator¿ as it turned off and went into a ¿no communication¿ mode. The device would then turn back on an hour or two later. The consumer tried two different programmers with and without the antenna. The unit was able to charge with the wireless recharger but wouldn¿t communicate with the programmer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse stated he was he was unable to communicate the patient programmer to one implanted device twice in last month. Patient's spouse tried again later and it worked. No issues recharging. No environmental/external/patient factors that may have led or contributed to the issue were known. The patient programmer was working at the time the manufacturer representative spoke to the family member. Additional information was received from the patient's wife that the patient has two implantable neurostimulators (inss) and two patient programmers (pp) and one of their inss randomly turns off and they see, "poor communication," with their programmers. Caller said occurs randomly, pp will say, "not working," and patient notices shaking on their right hand side or notices they can't walk, so they use pp and it shows poor communication. Caller stated previously with a poor communication issue, the manufacturer representative instructed to pull out the antenna. The caller tried pulling out the antenna and it resolved the poor communication but a couple of days ago it happened again. Caller tried both pp but got poor communication. Caller swapped the antennas and the pp but still got poor communication. Caller told patient to take an extra carbidopa levodopa and in the morning pp connected and patient was feeling better. Caller was not with the patient at the time of the call and did not have the equipment with them. Further clarification revealed patient has two active implants, their original implant was a non-rechargeable implant placed on patient's left side for symptoms the right side. Caller said when the other side of the patient's body started shaking, they were told to replace it so they put a rechargeable (rc) ins on the other side. Caller confirmed the rc ins was not for symptoms on both sides, only for one side. Caller stated the original ins started going bad but it was confirmed later in the call that original ins was working appropriately. Caller confirmed the original, non-rc ins connects to the pp, shows 2.91v, is working fine, with no allegation. Caller confirmed the rc ins is the one that is giving them trouble. Caller was able to charge rc ins. Caller confirmed they do on/ok checks and the patient does not let their ins battery get low, it would not turn off because the patient is very diligent to recharge it. Agent reviewed if the issue is with the external equipment technical services (ts) can help and recommended call back when with patient and equipment. Caller said they think the issue is with the rc ins. Redirected to the hcp. The issue was not resolved. Caller said from time to time they turn stimulation off but if caller turns it off to check things out the patient starts shaking immediately. Caller said they try not to do this because it causes patient's body stress. Patient has appointment with hcp on the 22nd.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the communication wasn¿t determined. The hcp¿s office contacted the manufacturer¿s representative (rep) twice who contacted the patient and both times the communication issues were resolved. It was noted the cause of the communication issue wasn¿t determined, but both times the issue had been fixed so it was unclear if it was completely resolved. The hcp saw the patient on (B)(6) 2023 and speculated if a potential battery flip could be the issue or if that happened it would result in this issue.